Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed recharge antenna failure. Batteries low replace controller batteries soon message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 :updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue of the stimulator shifting and issues with charging was self corrected by the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) representative says that the controller and ins are not charging all the way, and says this started happening probably about 4 days ago. They said they spoke with a representative who thinks the battery is going bad because of the 3 different messages they are getting. Patient representative said the controller will say it's at 100 percent, and then 30 minutes later it will say its at 30 percent. They also said the screen will say "not hooked up", and the controller battery is empty when it was full 30 minutes before, and it says to recharge the controller. They noticed this a couple days ago, and said the implanted neurostimulator seems to have shifted a little bit inside, and doesn't quite feel the same. They havent yet tried a controller reset. During the call they reset controller and it shows ins is at 30 percent. They will try to charge ins after resetting controller, and will call pats back if the issue is not resolved. Pt rep called back stating they were talking to the rep over the weekend and this morning. Pt rep reported when pt goes to charge the controller showed looking for device and then the screen went blank. Previously to that it was taking 1-1.5 hr and it would not charge the implant at all. The issue started probably 5 days ago. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.